Event description:
It was reported that this lead was explanted and replaced due to an integrity issue. The physician that reported this event confirmed that no further information was available other than the lead was from boston scientific and approximately implanted for 20 years. No additional adverse patient effects were reported.